Manufacturer narrative:
It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer has lupus an daps. Testing with an aps-insensitive lab method is recommended for these pts. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. Pt is taking lovenox/heparin. Per product insert-limitations, "this test should not be used for pts on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected results experienced by the customer. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results: results as follows: date: (B)(6), inratio: 1.5, re-test: 2.3. Time between tests: 5 minutes. Therapeutic range: 2.0-3.0. Pt has heparin flush every 4 weeks for permanent catheter. Last flush (B)(6)2014.